Event description:
It was reported that prior to an implant procedure, the implantable cardioverter defibrillator (ICD) produced a grey bar error indicating that remaining longevity was not available, potentially due to cold temperature. It should be noted that the device was stored in the hospital for greater than 48 hours prior to the device being interrogated and had no cold temperature exposure during this time. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.